Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead could not be screwed in and exhibited high thresholds. It was further reported that a thrombus was found after the pacing lead was removed and there was myocardial entanglement on the end of the pacing lead. The pacing lead was replaced. No further patient complications have been reported as a result of this event.